Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic and non-dependent patient was seen in clinic, drop in r-wave amplitude and complete loss of capture was observed. Lead dislodgment was suspected. The helix was retracted and the lead was repositioned; however, the helix would not extend after multiple attempts. Lead was explanted and replaced. The patient was stable before, during and after the procedure.